Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 800cc smooth mentor memorygel breast implants experienced postoperative bilateral rupture of implants and bilateral capsular contracture, baker grade IV on the left and baker grade iii on the right, confirmed by a physician. The patient also reported that the right-sided implant became exposed and the wound opened up. The patient¿s CT scan also indicated right-sided granuloma with calcification. Furthermore, the patient suffered from unspecified health problems with chest pain and breathing complications, which resulted in her being bedridden. As a result, the patient underwent explantation without replacement on (B)(6) 2020. This medwatch report is for the left-sided implant.